Manufacturer narrative:
The patient''s date of birth, ethnicity, and race are unknown. This information was not available from the facility. Foreign- germany/ study name: btk pm- patient ID #(B)(6).block g4: PMA number is not applicable. The device is a commercial product with a ce mark that was used as part of a clinical study. During the index procedure, the product worked as intended and the device was discarded, thus no product evaluation was required. Although the cause of the re-occlusion is unrelated to the study device, occlusion is listed in the IFU as a potential complications/ adverse events. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
It was reported through a clinical study that during the index procedure on (B)(6) 2020, four stellarex catheters ( 3011416935-2022-00017, 3011416935-2022-00018, 3011416935-2022-00019) were used to treat the target lesion of the left proximal and distal anterior tibial artery. During the index procedure, the patient experienced abrupt closure and required revascularization. The physician indicated this is not related to the study device but is related to the procedure. This adverse event is being submitted because the patient experienced occlusion and required intervention. This is being reported as a follow-up to the clinical study.